Event description:
It was reported that this right ventricular (rv) lead was suspected to be dislodge. This dislodgement was confirm via xray; it was found that the helix was only halfway out on the dislodged lead. The lead was repositioned and the helix was re-deployed without any complications. No additional adverse patient effects were reported.